Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H3: one device was returned for analysis in used condition. Visual inspection found the device was in good condition. Log events were reviewed and there are no errors related to the customer complaint. Service history found there was not services reported previously on the device. Functional testing was performed and the gear motor and cam sensor were not functioning. The gear motor and cam sensor were both replaced to resolve this issue.

Event description:
It was reported that the device exhibited system fault 41622. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.